Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and failed due to the receiver not turning on, but will turn on with a good known battery. An internal visual inspection was performed and failed due to battery damage. Pictures were taken. The receiver log was downloaded after the battery was replaced with a good known battery. The log was reviewed finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a damaged battery. No injury or medical intervention was reported.